Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from degradation of the bond between the glenoid component and the bone from over 19 years of use, which led to aseptic (non-infected) loosening of the glenoid component. However, this cannot be confirmed because the component was not available for evaluation and radiographs were not provided. Based on the information provided, it does not appear that the patient was revised. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that post-op the 68 yo male patient experienced aseptic glenoid loosening with complete loosening of the glenoid component. Well tolerated (no pain). The date of event onset is (B)(6) 2018. There was no action taken to treat the patient. The outcome was last known as resolved on (B)(6) 2022.